Event description:
It was reported that the snubber board fuse on the 9800 system blew. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, snubber board, and the generator drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.